Event description:
Information received indicates that motor does not infuse. Rate: 125 dose: 10 medication or food: water.

Manufacturer narrative:
Investigation found that impact cracked front and rear case, and bent platen causing pump could not infuse. Platen was replaced to resolve issue. Front and rear case were also replaced.